Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the safety clamp did not engage for fentanyl infusion. Unknown if roller clamp was used. Free flow to floor, not connected to patient. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that safety clamp did not engage for fentanyl infusion was not confirmed with the information provided via email. No devices and administration set were returned for this investigation; therefore, inspection and testing could not be performed. A log analysis was not performed as there were no devices or logs returned for investigation. The bd alaristm system with guardrailstm suite mx user manual v12.1.2 states: when a new bd alaris tm pump infusion set is removed from the package, the safety clamp is in the open position (white slide clamp aligned with blue housing). In this open position, flow is allowed as required for the priming process. The roller clamp is used to control flow during the priming process. When an infusion set is removed from the pump module, the device automatically engages the safety clamp in the closed position (white slide clamp projects out from under blue housing). In this closed position, flow is prevented. All bd alaris tm pump infusion sets use a unique clamping device (safety clamp on the lower fitment) to prevent inadvertent free-flow when infusion set is removed from device. To prevent a potential free-flow condition, do not use a pump module if it is damaged in any way or does not appear to be functioning as expected. Free-flow can result in patient harm. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the safety clamp did not engage for fentanyl infusion was not determined as no devices and administration set were returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the safety clamp did not engage for fentanyl infusion. Unknown if roller clamp was used. Free flow to floor, not connected to patient. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Correction: investigation summary: the reported free flow event during a fentanyl infusion due to the device not properly engaging the safety clamp was not confirmed during testing or during a review of the device logs. The returned device was fully evaluated, and no anomalies were observed during the physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring test results showed that the device does not present an improper seal between the door and occluding fingers. Functional tests results showed that the safety clamp engaged correctly with no issues observed. A review of the suspect pump module error log showed no errors relevant to the reported complaint. A review of the device event log showed that the last time the device was used prior to dchu testing was on 02may2025, the device was selected at 9:44 am and an infusion was programmed with the following parameters: rate=125 ml/h; volume to be infused (vtbi)=500 ml. At 1:23 pm the device was channeled off by the user. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris system with guardrails suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Internal and external inspection of the pump module found no irregularities. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) wo: (B)(4). Device opened for investigation, please replace pumping mechanism. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported free flow event during a fentanyl infusion due to the safety clamp not engaging was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing. The device would correctly engage the safety clamp and no fault was found. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. Note that this report lists imdrf annex a1801, g02017, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the safety clamp did not engage for fentanyl infusion. Unknown if roller clamp was used. Free flow to floor, not connected to patient. This was reported to bd representatives during their site visit. There was patient involvement but no harm.